Manufacturer narrative:
G4:(B)(6)2021. G5:510k: k102985. B4:(B)(6)2021. The customer confirmed the reported failure. The customer replaced the gas delivery system (gds) to resolve the issue. The unit was tested and it was returned to service.

Event description:
The customer reported alarm no oxygen is detected. The customer is requesting onsite service. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G5:510k: k102985 b4:19ul2021. The gas delivery system (gds) was returned to manufacturer to failure analysis. Customer complaint verified. Root cause was failure of oxygen sensor, caused by u1 drifting out of calibration.